Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na) and chloride (cl) results for multiple patient specimens generated by the synchron lx I 725 clinical system. The erroneous results on 3 patient samples were reported outside the laboratory. One patient was admitted to the emergency room due to a false high na result. Another patient had surgery delayed.

Manufacturer narrative:
A field service engineer (fse) was dispatched onto location: a) the fse replaced the na reference electrode, the carbon bridge, and the na and cl electrodes and bleached the reagent lines. The mc sample syringe, the barrel, and ratio pump were replaced as well. The root cause is unknown for this event at this time.